Event description:
It was reported that the right ventricular lead had "an insulation problem." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and the insulation was damaged, cracked, or cut. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the inner insulation was breached due to metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the outer insulation had a cosmetic depression.